Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm and a no delivery alarm. The customer's blood glucose level was 20.8 mmol/l. The customer was able to get insulin to exit the tubing. The customer was advised that the alarm was caused by a set/reservoir occlusion. Customer was advised that the device was working as designed. Nothing was replaced or returned for analysis.